Manufacturer narrative:
It was reported that "the hand remote to members homecare bed is no longer working-stated that the hand control is no longer attached to the cord-they have tape around it". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the hand remote to members homecare bed is no longer working-stated that the hand control is no longer attached to the cord-they have tape around it".